Event description:
It was reported that the customer received motor error and no delivery alarms on her insulin pump. The customer was assisted in clearing the alarm, advised to disconnect from the insulin pump and was able to rewind the pump. Her blood glucose was 263 mg/dl. Advice was given to discontinue using the pump and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. The device passed the motor test. No motor error or excessive no delivery alarm noted. The device was received with cracked case on the lcd display window corners, minor scratches on lcd display window, cracks on the battery tube threads, cracks on the reservoir tube lip, scratches on the reservoir tube window, and cracks on the reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.